Event description:
Device issue: failure to cross. Adverse event: thrombosis requiring CABG surgery. Time of adverse event: during the procedure. It was reported via a trial that the procedure was to treat two lesions in the right coronary artery (rca), one in the proximal rca and one in the distal rca. The first device used was a xience v 2.75 x 18 that could not be advanced to the distal rca, so it was deployed to treat the proximal rca lesion. The second xience v 2.75 x 18 was advanced to the distal lesion and was deployed. An nc voyager was used for post-dilatation of both xience v stents. Haziness was noted between the two stents, which was believed to be a spiral dissection. There was considerable distance between the possible spiral dissection and the deployed stents. It is unk what may have caused the dissection. It was suspected the cause was the balloon catheter used to post-dilate the stent in the distal rca lesion, the non-abbott guide wires, or it was possibly the stent deployed in the distal rca lesion. An attempt was made to rewire the rca vessel for treatment of the dissection; however, it could not be rewired and the vessel occluded. The pt was taken to coronary artery bypass graft (CABG) surgery. The CABG surgery was successful and the pt was due to be discharged 3 days later. Angiographic images received and reviewed by abbott clinical board found no dissection was noted. The occlusion appears to be from thrombus. The incidence of vessel occlusion is confirmed on the images; however, spiral dissection as a cause is questionable. The probable root cause for the occlusion is thrombosis. No add'l info is available.

Manufacturer narrative:
(B) (4). (B) (4). The other xience v 2.75 x 18 mm indicated is being filed under a separate medwatch MFR. Number. Eval summary: the reported occlusion and thrombosis are listed in the instructions for use (IFU) as known adverse pt events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to mfg, design or labeling. Angiographic images received and reviewed by abbott clinical board found no dissection was noted. The occlusion appears to be from thrombus. The incidence of vessel occlusion is confirmed on the images; however, spiral dissection as a cause is questionable. A probable cause for the occlusion is thrombus. All stent delivery systems (sds) are subjected to a 100% visual inspection. In addition, a qc audit inspection is used to verify the product quality.